Event description:
It was reported that a new cartridge did not fit onto the pump, and the customer reused the cartridge in an attempt to resolve the issue. Tandem technical support (cts) instructed the caller to install the new cartridge to address the issue. The customer's blood glucose level was 205 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.